Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet system at the beach, the user experienced prolonged low blood glucose reported at 52 mg/dl after earlier hyperglycemia reported at 318 mg/dl and subsequent correction dosing. The user had delivered a lunch meal announcement, paused the pump for about an hour, and upon resuming, the system provided correction doses, which was assessed as the likely contributor to the later hypoglycemia; the user treated with oral glucose and additional food, and no device component malfunction was identified. Symptoms included hypoglycemia with hot flushing, confusion/disorientation, dizziness, headache, and sleepiness/drowsiness. Outcomes included unexpected medical intervention in the form of oral glucose and carbohydrates. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient device-related information, and the medical device problem remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was not established.